Event description:
A malfunction alarm was reported due to malf 0, but no events occurred prior to the malfunction. The customer's blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being encouraged to report any recurring malfunctions.